Event description:
Co received an out of service form stating that during the routine replacement of an implantable cardioverter defibrillator (ICD), this pt's lead was removed from service because of a lead fracture. Co records indicate that this pt has had 3 leads, serial numbers 019418, 019212 & 019213. It is not known which lead had the fracture. The lead (or leads) were capped & remain implanted. Leads implanted-2/19/93. Removed form service-9/28/95. Total implant time-31 mo.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.